Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "scratch" (scratched material [iol (intraocular lens) implant]). A user facility reported noting a scratch on an intraocular lens (iol) when the package was opened. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).